Event description:
Alleges consumer, my left motor consistently goes out, putting me into a tail spin. The wires broke once and the local dealer utilized my medicare coverage and had the motors replaced. Now it is doing it again. I am looking at your website and am asking to see if there is a recall for this problem, since it has failed twice now, even after the replaced new motors and wires (approx. 6-7 months ago).